Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Low impedance was observed on the left ventricular lead on (B)(6) 2018. The patient did not receive therapy and no noise has been noted on the lead. No additional information was reported.